Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. A hospital pharmacist reported that the patient presented to the ER due to being off remodulin while using another model of infusion pump. A nurse from the doctor's office reported the patient was in the ER with another model of infusion pump due to the patient's remunity pumps experiencing unspecified issues. There were no adverse events reported due to the pump issues. Troubleshooting was not attempted with the nurse since the patient had already self-transitioned to the other model pump. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.